Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose of the patient is 586 mg/dl. Customer states that drive support cap appears normal. Customer report customer does not allege pump was under delivering. Customer treated with insulin pump.the customer was wearing the insulin pump during the hospitalization. The product will not be returned for analysis.